Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that nursing noted that the tubing was leaking slowly from a hole in the stretchy part of the tubing just above the black hard piece. The customer reported that the patient had hypoglycemic events that may have been related to the patient not receiving the full feeding.

Manufacturer narrative:
Section was changed from "product problem" to "adverse event and product problem", based on new information that was received from the customer on 18-dec-2017. Section was updated with the additional information received. Section was changed to "serious injury". If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received from the customer on (B)(6) 2017 the patient required dextrose treatments via nj tube as a result. The patient has hyperinsulinemia.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. A visual inspection was performed and a hole between the silicone tubing and black part was found. A possible root cause could be related to an improper assembly between the tube and the black part provoking a hole in the silicone tubing. All production personnel were notified of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.